Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay and no patient harm related to the event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the inserter has jammed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: feather has jammed. The product was returned to depuy synthes for evaluation. Visual inspection revealed the spring deformed and stuck between the button and the distal portion of the angled shaft. Additionally, impactions marks were observed on the proximal portion of the angled shaft, near the black radel. Device and main components (shaft assembly and standard adaptor) were returned disassembled, showing signs of usage. Deformation observed may be traced to the maintenance process, as devices are disassembled while cleaning/sterilization. It is possible that the shaft assembly can push against the spring and dislodging it from its position when assembling the device after cleaning, causing the spring to detach from the button and subsequently causing the spring to deform. Potential cause for the impaction marks can be attributed to unintended use error by use of excessive force and overloading the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed on the spring, the reported allegation was confirmed, as it prevents the release button from function as intended. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 920010029, lot: mj7483695 and no non-conformances / manufacturing irregularities were identified. Device history batch: null. Device history review: a manufacturing record evaluation (nc search) was performed for the finished device product code: 920010029, lot: mj7483695 and no non-conformances / manufacturing irregularities were identified.